Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter needle. The following information was provided by the initial reporter: "black debris on tip of the needle"

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval: yes . Returned to manufacturer on: 17-jun-2022. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 22 ga x 1.00 in insyte autoguard bc unit from lot number 2056518. Additionally, one photo was provided for further investigation. A gross visual inspection discovered there is black debris inside the needle cover and on the tip of the needle. After careful microscopic analysis, your reported issue was confirmed as there were small black grainy specs inside the needle cover and several black debris inside the catheter. This loose foreign material may have been introduced during manufacturing as a result of environmental factors, incoming material, or personnel. To mitigate the occurrence of these defects: operators perform cleaning per the quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. All the other units did not contain any foreign matter based on visual inspection. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that black foreign matter was found on the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter needle. The following information was provided by the initial reporter: "black debris on tip of the needle".